Event description:
During routine testing at a service center, it was reported that the customer was having intermittent problems with the lightbulb. They had to wiggle it to get it to work. There were no adverse consequences reported to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.